Event description:
The customer reported via phone call that they had to change the infusion set twice because insulin would not push through. The customer also reported their blood glucose rising to 400 mg/dl, causing them to be hospitalized. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 437 mg/dl. The customer reported experiencing abdominal cramps, diarrhea and vomiting from their high blood glucose. The customer stated the high blood glucose event began on (B)(6) 2015. Customer declined to check for the presence of leaks and air bubbles during troubleshooting. The insulin pump also passed a high pressure test during troubleshooting. Customer also declined to check their settings during troubleshooting. The customer was advised to complete a set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.